Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-aug-10. It was reported that no further actions or interventions were taken to resolve the inability to aspirate the cap as it was clear that the patient had received baclofen, so the catheter was at least partially patent. The patient's wife reportedly did not want any further attempts made to aspirate the catheter. The inability to aspirate the catheter had not been resolved at the time of report. It was noted that the patient's wife only allowed the hcp to attempt catheter aspiration for a very short period time, and the procedure was performed in the intensive care unit (ICU) and not under fluoroscopy. The patient's weight, programmer serial number, and software card serial number were unknown.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Product ID 8840, product type programmer, physician. Product ID 8870, product type: application software. Device code (B)(4) applies to the catheter, and evaluation conclusion code applies to all devices. All other codes apply to the programmer and software application card.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving gabolofen (1000mcg/ml at 94mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that the patient underwent an infusion mode change on (B)(6) 2017 from simple continuous to flex programming. That evening, the patient was getting very loose and went to the hospital. The patient was admitted and went into a coma. On (B)(6) 2017, the representative was notified, and upon review of the programming, it was observed that the hcp had programmed the basal rate to the patient's previous total dose per day. The hcp then programmed the pump to minimum rate and attempted to aspirate drug and cerebrospinal fluid (csf) from the catheter access port (cap), but he was unable to aspirate. The patient's wife was reportedly distraught during the attempted aspiration. The patient's symptoms stabilized and the pump was started at a dose of 48mcg/day. It was noted that the programming error caused a sudden onset of overdose.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3007566237-2017-03211 was previously reported. Additional information regarding that event will be reported under this manufacturing report # 3004209178-2017-17144. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump with an unknown indication for use. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported one of the representative¿s doctors reported to him that an hcp made a programming error. As a result, the patient was showing symptoms of overdose. The representative stated he would review that with the hcp and also reach out to the local representative for assistance. No other details were known at the time of the call because the representative had to call the hcp back with guidance. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.